Manufacturer narrative:
Result: calibration.

Event description:
It was reported by service report that the unit is out of calibration and the side rail switch was limiting the fowlers range of motion. There was pt involvement; however no adverse consequences are reported.